Event description:
The customer reported that the device broke and the flat part of the electrode detached during use and fell into the pt cavity. The device was changed and the procedure completed.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.